Event description:
It was reported that during a lap nephrectomy procedure the clips came out at right angles to the jaws and did not form at all. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.